Manufacturer narrative:
Attempts to obtain additional information have been made; however, no more is available. No trend considering the following event is identified: revision surgery due to implant breakage device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient received tha on(B)(6) 2013 and underwent a revision surgery on (B)(6) 2017 due to ceramic head breakage. Patient fell on her knees and tipped over towards her hip. Review of received data x-rays are reviewed by the medical advisor: (B)(6) 2013 pelvis overview / second view left: limited due to overexposure. As far as can be assessed a total hip endoprosthesis left with cemented stem in correct position without indications of implant failure, inclination angle about 36°. Visible calcification formation in projection on the tip of the greater trochanter. (B)(6) 2017 pelvis overview / second view left lying projection: stem conus immersed in the cup, visible fragments of the ceramic head. Stem almost unchanged compared to the previous x-ray without indications of implant failure. (B)(6) 2017 pelvis overview: situation after revision, inclination angle about 40°. Surgical notes are reviewed by the medical advisor: surgery report dated (B)(6) 2013: implantation of a dual head prosthesis left (dual head prosthesis 48, ceramic head 28) after medial femoral neck fracture. Intraoperatively no special features recorded. Surgery report dated (B)(6) 2017: anamnesis: fall on the knee joints 3 weeks ago, then the patient could walk normally, for 2-3 days strongest pain and leg shortening left, radiologically detectable breakage of the ceramic head. Intraoperatively recognizable massive metallosis and the broken part of the prosthetic head after preparation of the joint capsule, followed intraarticular debridement, excision the entire inner layer of the joint capsule, excision and pluck out of the metallosis. Broken ceramic head pieces and the dual head were removed. Jet lavage treatment of the hip joint is done. Due to the balanced leg length, decision for metallic head with the same size as before (46) is taken. Left leg length is about 4mm extended. On the right side, a heel lift of 5mm must be performed with a heel pad. After surgery final x-ray and sending the femoral head to the company to clarify the cause of the fracture, possible material failure. Devices analysis: visual examination ceramic head: the laser engraving on the femoral heads is as shown below, where zz is the year of fabrication and yyyyy is the serial number. 28m/0 12/14 zz ? S yyyyy iso 6474 the laser engraved on the received fractured femoral head is as following: 28m/0 12/14 12 ? S 23743 iso 6474 the fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. Six large fragments were received. 2.8 % of the implant volume is missing. Inspection of the cone surface and bottom: fragments 1, 2, 3, 4, 5 and 6 show mainly primary metal transfer. Fragments 1 and 4 also show minor secondary metal transfer. No traces of blood were found on the fragments. A total number of four small fragments were delivered as well. Inspection of the fracture surfaces: minor secondary metal transfer is visible on the fracture surfaces of fragments 1, 2 ,3 and 4. Inspection of the articulating surface: no metal transfer is visible on the articulating surface. In the case of a symmetrical taper fit situation between the ceramic ball head and the metallic stem taper, thin concentric lines (primary metal transfer) over the whole circumference of the top taper zone are expected. These primary metal transfer patterns can be found with varying intensity on the conical bore surface. Moreover, on the lower and middle conical zone metal transfer localized on a particular side, especially visible on fragment 1 (see figure 4), is visible. Those features are assumed to be possible indicators of a misalignment of the head on the stem during/post surgery. Bipolar shell-insert: the articulating surface of the pe insert is observed to be worn. This wear is assumed to be due to contact between the metallic stem taper and insert after the head breakage. Metal transfer can be observed at the rim of the insert, seemingly embedded inside. This metal transfer is considered to have happened due to ceramic particles scrubbed between the cup and metallic shell. The metallic articulating surface of the shell exhibits scratches as well, which confirms that hypothesis. The density of all large fragments is measured to be more than or equal to 3.98 g/cm3, the specified value in the specifications is more than or equal to 3.96 g/cm3. Review of product documentation: all proximal revitan components are compatible with all distal ones. Raw material certificate of the sulox ceramic head has been reviewed and confirmed to conform to the specifications. Root cause determination using dfmea: fracture of head due to fracture of head due to insufficient material thickness (wrong design) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: there is no information available confirming that, however it cannot be excluded. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing => not possible: material pairing was correct. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset => not possible: correct size diameter/offset was used. High wear, head fracture due to wrong raw material selection => not possible: quality documents for the material have been reviewed. The conformity with specifications has been confirmed. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => possible: patient's activity level is high, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper => possible: it is not known if the stem was damaged during the operation, therefore cannot be excluded. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => not possible: patient bmi=23.4, which is classified as normal weight. Conclusion summary: according to the information at the hand, patient underwent a revision surgery of the dual head hip endoprosthesis left with cemented stem after 4 years 4 months in-vivo time. Female patient is reported to have had a fall on her knee 3 weeks before the revision surgery. After the incidence she was able to walk normally. 2-3 days before the revision surgery patient had strongest pain and leg shortening on left side. She came to the hospital where the breakage of the ceramic head was radiologically detected. During the revision surgery, broken head and the dual head were revised. Metallosis was also observed patient's bmi=23.4 and her activity level is high. For the investigation of the case broken ceramic head, modular bipolar insert, op notes and x-rays were received. Breakage of the head is confirmed according product examination. But the fracture origin could not be identified due to absence of 2.8% volume of the head. Existence of metallosis indicated in the revision notes is possibly due to the broken ceramic particles rubbed between the metallic surfaces of the bipolar shell and insert. The review of the DHR indicates that the head met all requirements to perform as intended. The respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform to the specifications. The production and quality data are therefore within the specifications. Possible reasons of the head breakage can include wrong position of the tha components, misalignment of the head on stem taper, 3rd body particles left between stem and head taper during op, high patient activity, patient disregarding limits of the device and use of the head on a damaged stem taper. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e biolx-forte hd 28/-3.5 s 12/14 are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a sulox, head, m, 28/0, taper 12/14 on the left side on (B)(6) 2013 and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture.